Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical devices: item # 00-8775-032-01, femoral head, lot # 2916713; item # 01.06010.105, stem, lot # 2910948 ;item # pt-104054, cup, lot # 315600.

Event description:
It was reported that a patient was revised due to instability and dislocation approximately 17 days post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.